Event description:
It was reported that by the allied healthcare professional, the shortness of breath has gotten worse post programming changes. The patient indicated "they turned off the 3rd lead." The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 620rg33 heart ring, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.